Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a change in therapy approximately seven months ago and experienced unintended stimulation in the stomach and chest. X-rays were taken and showed the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 to reposition the lead which resolved the issue.